Manufacturer narrative:
Other relevant device is: vamf4646c150tu, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of thoracic aortic aneurysm. It was reported that the stent graft had an endoleak. The physician reviewed the cts approximately one month post implant. Per the physician the type of endoleak cannot be determined. There is a either a leak coming from the plug in subclavian bypass that failed or there is a type ii endoleak from a bronchial artery or there is a proximal type I endoleak. However, the endoleak is not feeding aneurysm. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.